Manufacturer narrative:
(B)(6). (B)(4). No evaluation conducted to date, awaiting receipt of device.

Event description:
It was reported that during a procedure, the device snapped during insertion. All broken pieces were successfully removed from the patient and a backup device was utilized to complete the procedure. No patient injury or complications were reported.

Manufacturer narrative:
Only two small pieces of the anchor and approximately six inches of suture were returned. Dimensional assessment is prohibitive due to the returned condition of the anchor. Due to the limited clinical details provided regarding procedure and site preparation no root cause can be determined for this incident. No root cause related to the manufacturing process can be established. After the evaluation the root cause for the reported issue could not be determined. A review of the device history record was performed which confirmed no inconsistencies. (B)(4).